Event description:
While doing a head-to-toe assessment at the start of my shift noticed a my PICC [peripherally inserted central catheter] line was cut in half and leaking into the bed. Patient didn't receive nutrition for a couple of hours and pain medication. This resulted in needing several x rays to see if there was any PICC line retained in the patient as well as multiple attempts to place a new line which were unsuccessful. Manufacturer response for catheter,intravascular,therapeutic,long-term greater than 30 days, na (per site reporter). There is not an issued case number, but footprint medical has been very attentive and have issued a return label and will investigate accordingly. From vendor: I let [redacted] know the following earlier this week but wanted to also let you both know that footprint¿s engineering department will inspect the catheter under high powered microscope and will issue a report based on their findings which I will send to you all once I have it back. This may include some thoughts on how the catheter was severed (if it was stretched, cut, etc.) Also, just for your information, footprint actually tests every catheter for leaks, patency and durability. They put 35 psi air pressure high velocity) through each catheter as part of this process. Most manufacturers test only one, or a few catheters in each lot. So, footprint is highly unique in their process that they test each and every one.